Event description:
The customer mother reported that the patient had a failed battery test and battery out limit on the insulin pump. The customer's blood glucose level was unknown. The customer's mother was advised that we will need to performed troubleshooting on the insulin pump in order to determine what is going on and if the insulin pump need to be replaced. The customer's mother stated that she will just call back later.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.